Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that patient underwent removal of vaginal mesh and scar tissue, cystourethroscopy and incidental cystotomy on (B)(6) 2013 due to stage 2 cystocele and rectocele, vaginal pain, dyspareunia and vaginal atrophy. It was reported that the patient underwent anterior and posterior repair of cystocele and rectocele and fixation-ligament sacrospinous suparpubic sling [sparc/bioarc procedure] on (B)(6) 2013 due to stage 2 cystocele and rectocele, atrophic vaginitis, mixed urinary incontinence and history of previous mesh resection with some vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with hysterectomy due to pelvic organ prolapse. It was reported that patient underwent the following additional surgeries: revision of mesh (B)(6) 2009; mesh revision (B)(6) 2010; revision of mesh and anterior colporrhaphy (B)(6) 2010; cystoscopy, excision of mesh product and anterior colporrhaphy (B)(6) 2011.